Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, during loading it was noted that the lens haptic was cut off. The procedure was completed with another unspecified lens. There was no patient contact or harm. Additional information has been requested.

Manufacturer narrative:
Additional information provided in d.9., d.10., h.3., h.6. And h.11. The lens and the associated company cartridge were returned in an opened lens pouch. Viscoelastic was observed on the lens. One haptic was broken in the gusset area. The broken haptic was still inside the associated cartridge. Viscoelastic was dried in the cartridge. The broken haptic was located at the fill-to line, misfolded, pressed against the inner ceiling of the cartridge and extended backward. The haptic distal tip was oriented toward the loading area. The cartridge wings displayed evidence of handpiece use. The cartridge was cleaned for further evaluation. The lens was removed during cleaning.¿top coat¿dye stain testing was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified cartridge was used. The associated handpiece and viscoelastic information were not provided. It is unknown if qualified products were used. The reported broken haptic damage was observed. The product investigation could not determine the root cause for the reported complaint. The lens was returned outside the cartridge. The broken trailing haptic was pressed against the inner ceiling of the cartridge at the fill-to line, misfolded, extended backward. It is unknown if a qualified handpiece and viscoelastic were used with the lens/cartridge combination. The instructions for use (IFU) instructs: company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).